Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older. D2b pro code (product code): fge, lit. (B)(6). G4 premarket / 510(k) #: k141521, k141597. Device evaluation by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. The balloon was inflated to its rated burst pressure of 24 atmospheres with no leaks or issues noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Manufacturer narrative:
A2 age at time of event: 18 years or older. D2b pro code (product code): fge, lit. E1 initial reporter facility name:(B)(6) hospital. E1 initial reporter city: hatsukaichi city, hiroshima pref.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.